Event description:
Device failed to deliver the indicated amount of anesthesia gas. Co checked device and it was working properly. However, monitor indicated gas was not delivered properly. Staff believed the problem could be related to the connector between the vaporizer and the machine.